Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain two of four of peritoneal dialysis therapy on the homechoice. During troubleshooting, the patient stated that they had disconnected from the set-up without pressing stop. When the device alarmed, the patient reconnected. The technical services representative assisted the patient in clearing the alarm. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(6). Improper disconnection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.